Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 405 mg/dl at time of incident and the current blood glucose level was 389 mg/dl. The customer was declined with troubleshooting. The customer mentioned that yesterday she was unable to calibrate the sensor per the alarm she got blood glucose no received. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.